Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a crystal oscillator on the processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "defib and pacer disabled" message. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.